Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 05/03/2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that the reaction was located in the middle of the sensor pad, looked like the outside ring and was raised. Patient treated the affected area with hydrocortisone cream previously prescribed for an allergy to her insulin pump. Patient did not consult her doctor before treating her reaction to the dexcom device with the prescribed cream. No additional event or patient information was provided.